Event description:
Additional information received indicating that the noise observed during the event resulted in oversensing. Diagnostic imaging was conducted but the alleged cause could not be confirmed nor was there anything remarkable noted on the involved right ventricular lead during the lead revision. The event was initially noted during an in-clinic follow up.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was noise on the right ventricular (rv) lead. The rv lead was deactivated and replaced during an unrelated device replacement procedure to resolve the event. The patient was stable with no consequences.